Manufacturer narrative:
According to the customer on 5/2/26, the patient was using crutches when both crutches reportedly punctured through their rubber feet, resulting in the metal portions contacting the hardwood floor. The patient reportedly fell forward due to the loss of traction. No serious injuries were reported; the patient stated they were a little sore following the event. No additional information is available at this time. A sample has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 5/2/26, the patient was using crutches when both crutches reportedly punctured through their rubber feet, resulting in the metal portions contacting the hardwood floor. The patient reportedly fell forward due to the loss of traction. No serious injuries were reported; the patient stated they were a little sore following the event.